Event description:
Initial info received from a consumer on (B)(6) 2010: a (B)(6) male received 6 to 7 treatments of an unspecified dose of poly-l-lactic acid (sculptra) (lot # and exp date not provided) on unspecified dates beginning in 2004 or 2005 with most recent treatment on (B)(6) 2010 for "dips" in his skin on his forehead and only a little under the cheeks. The consumer stated, 3 weeks after receiving 3 vials of the poly-l-lactic acid injections, a year and a half ago, he developed scar tissue at the injection sites. He stated, there are 2 sites on his forehead with scar tissue. One is the length and width of 2 fingers and it extends down his face. The other is about the diameter of a half dollar. So he has been asking the physician to "connect the dots" and fill in the skin around these 2 sites. He has a lot of "dips" in the skin that he wanted to be smoothed out. The physician then treated him with 2 further injections on (B)(6) 2010. He stated, the physician took out 2 cc's from the kits since she believed, he didn't need that much. The individual that was actually injecting asked for more poly-l-lactic acid; however, the physician instructed him to add more lidocaine. The consumer stated, "the sculptra held fairly well for about a week, and then it fell. Now my forehead looks worse." He mentioned every time he gets poly-l-lactic acid, it usually never raises to the point where he thinks it should. He also mentioned, "it doesn't bleed much anymore when they go in with the sculptra because, there is so much scar tissue there." Concomitant medications were not provided. Medical history listed as shingles. He stated, there are no signs of inflammation and there is no evidence of a systemic process. He stated, the nodules were more 5mm. He stated, the event occurred 3 weeks after injection which was a year and a half ago and is ongoing at the time of this report. He stated, there was no evidence of permanent impairment of a body function or body structure and he does expect this event to be irreversible. He stated, the physician says "it is scar tissue that might not ever go down". There was no medical intervention or surgical intervention. No further relevant info reported.